Manufacturer narrative:
The reported complaint has been confirmed and the root cause was found to be a defective capacitor in the fan pcb assembly and damage from excessive lamp heat was found internally. Heat sensor u1 was found to be bent and out of proper position, which may have contributed to excessive internal heat. The lamp module that was returned with this unit has been altered by a third party, the bulb has been replaced. Smith & nephew recommends that only lamp modules with certain design characteristics be used. The IFU clearly states that the use of any other lamp module will void the warranty and may cause the light cable to overheat creating the risk of patient burns and/or fire. The reported complaint states that the defective lamp fan would cause the unit to rapidly ¿over heat, melt and burn the housing¿. It is believed that the heat damage to the lamp housing and other components happened over time as a result of the following conditions: 1. Removing the ac power at power down rather than using the power switch. 2. The use of a third party lamp. 3. Heat sensor u1 was found to be bent and out of proper position.

Event description:
During unknown procedure, the lamp fan was not working and this caused the lamp unit to rapidly overheat, melt and burn the housing. The users only recognized the problem when they smelled a burning smell coming from the stack. Sales rep. Stated that he checked the unit over and it looked like the fan driver board is at fault as you can replicate the fault on the power supply fan by swapping the fan supplies. A back-up was available to complete the procedure. There was a 15 minute delay while they swapped out the machines.

Manufacturer narrative:
Although anticipated, the device evaluation has yet to begun. When the evaluation of the device is completed, a supplemental report will be submitted. (B)(4).